Event description:
Customer reported that the numbers ramped up after releasing the act button during the prime. He stated that insulin was pouring out. He stated that the issue occurred when he changed to a new infusion set. He stated that the issue was not resolved when he changed the battery or tubing. The blood glucose reading was 160 mg/dl. Customer stated that the insulin pump had not been dropped or bumped. He stated that the drive support cap appeared to be normal and that he had not pressed on it while connected. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.